Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device exhibited low flow. The physician decided to explant the device and replace it with a new impella. It was reported that the patient survived the procedure.